Manufacturer narrative:
General information: we received a complaint about a ceramic fracture approx. 7 years and 10 months postoperatively. We did not receive the component for investigation. Consequences for the patient: post-operative medical interventions was necessary . A revision was necessary. Investigation: due to a lack of components, a failure description is not possible. Batch history review: the device history records have been checked for the available lot numbers and found to be according to the specification, valid at the time of production. No further similar complaints registered against the same lot numbers. Conclusion and root cause: the failure is most probably usage/patient related. Rationale: without the products for investigation, a clear conclusion can not be drawn. It is possible that either the implantation situation (e.g. A misalignment) or a patient related situation (e.g. Overload) led to the breakage of the ceramic components. Based on the review of the device history records, a material or manufacturing failure can be excluded. Corrective action: a CAPA is not necessary according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with biolox prosthesis head. The following information was reported: the patient had total hip arthroplasty (tha) surgery on (B)(6) 2012. On (B)(6) 2019 there was a report of breakage of ceramic tha implant. X-ray results had revealed signs of what appeared to be broken pieces of ceramic. Revision surgery was done in (B)(6) 2019. The femoral head was completely broken into small pieces and did not "keep its shape". The ceramic insert was found to be seated in the acetabular cup, but it was broken for the most part. A revision surgery was necessary. Additional information was not yet provided. Additional patient information is not available. The adverse event/malfunction is filed under (B)(4).